Event description:
Caller reported damage to a tandem charging cable, leading to non-functional charging supplies. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the damaged charging supplies.